Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. A potential root cause for this failure could be due to "incorrect/ missing translation; missing instructions; vendor/printer error". It was unknown whether the device had met specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "setup: 1. Connect the canister to wall suction and set to a minimum of 40mmhg continuous suction. Always use the minimum amount of suction necessary. If using the drydoctm vacuum station, connect the canister to the unit and turn the unit on. Please consult the drydoctm vacuum station user guide for further information. 2. Using standard suction tubing, connect the purewicktm female external catheter to the collection canister. Peri-care and placement: 3. Perform perineal care and assess skin integrity (document per hospital protocol). Separate legs, gluteus muscles, and labia. Palpate pubic bone as anatomical marker. 4. With soft gauze side facing patient, align distal end of the purewicktm female external catheter at gluteal cleft. Gently tuck soft gauze side between separated gluteus and labia. Ensure that the top of the gauze is aligned with the pubic bone. Slowly place legs back together once the purewicktm female external catheter is positioned. Removal: 5. To remove the purewicktm female external catheter, fully separate the legs, gluteus, and labia. To avoid potential skin injury upon removal, gently pull the purewicktm female external catheter directly outward. Ensure suction is maintained while removing the purewicktm female external catheter. After use, this product may be a potential biohazard. Dispose of in accordance with applicable local, state and federal laws and regulations. Maintenance: 6. Replace the purewicktm female external catheter at least every 8-12 hours or if soiled with feces or blood. Always assess skin for compromise and perform perineal care prior to placement of a new purewicktm female external catheter. Replace the purewicktm female external catheter every 8-12 hours or when soiled with feces or blood." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned

Event description:
It was reported that the patient was having issues with leakage while using purewick female external catheter. Per follow up on 21dec2021, it was reported that all of the urine was never caught, and customer had to use pads, pullups, and bed pads continuously. Also it was reported that the purewick female external catheter was uncomfortable to the patient. Stated that the canister was easy to pull over which then spills the urine from the canister. Customer recommended a wall bracket holder like they have in the hospital to hold the canister steady and stated that the lid to the canister did not fit well and comes off easily and hoses did not fit tight that might pull off. Patient washed, sanitized, and reused the catheters. Customer stated that the instructions were not clear about the catheters which cannot be reused since it says they can be used 6-12 hours. Hospitals often remove them, sit them on plastic, and then reuse them, sometimes for days before they get a new one. Customer was advised that reusing the catheters were not recommended.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient was having issues with leakage while using purewick female external catheter. Per follow up on 21-dec-2021, it was reported that all of the urine was never caught, and customer had to use pads, pullups, and bed pads continuously. Also it was reported that the purewick female external catheter was uncomfortable to the patient. Stated that the canister was easy to pull over which then spills the urine from the canister. Customer recommended a wall bracket holder like they have in the hospital to hold the canister steady and stated that the lid to the canister did not fit well and comes off easily and hoses did not fit tight that might pull off. Patient washed, sanitized, and reused the catheters. Customer stated that the instructions were not clear about the catheters which cannot be reused since it says they can be used 6-12 hours. Hospitals often remove them, sit them on plastic, and then reuse them, sometimes for days before they get a new one. Customer was advised that reusing the catheters were not recommended.